Event description:
It was reported that the patient underwent an "olif" with percutaneous pedicle screw fixation at l3-5. It was reported that the extender disconnected from the screw at l4 during removal of the driver following placement of the l4 screw. The extender was reattached to complete rod reduction and set screw tightening. No patient complications were reported.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Manufacturer narrative:
Additional info: visual and optical inspection identified plastic deformation on the upper portions of both the extender mas head male interface features, the deformation of the interface features could have reduced the mechanical strength of the interface sufficiently to allow the head to disengage. The above observations are consistent with overload.